Event description:
Home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/3 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected/reconnected the transfer set to the pt line of the homechoice set non-aseptically during a drain cycle. Baxter's technical service center assisted the home pt in ending therapy early. Per the home pt's nurse, the home pt went to the emergency room the same afternoon as the reported 2240 incident presenting with cloudy effluent and severe vomiting. The home pt was hosp and diagnosed with peritonitis that day. Initial treatment included vancomycin 1g intraperitoneal, and gentamicin 40mg intraperitoneal pending the culture and sensitivity results. After receipt of the results, the home pt was taken off the gentamicin and continued to be treated with vancomycin 1g intraperitoneal once every seven days for 2 weeks. The home pt was discharged 10 days following admission and reportedly has fully recovered from the infection.